Event description:
It was reported the patient had an infection at the ipg pocket. The physician prescribed oral antibiotics. Follow up identified the patient had completed the antibiotic regimen. It was reported the patient was well, and was scheduled for a follow up appointment with the physician.

Manufacturer narrative:
Evaluation method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review to the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.